Manufacturer narrative:
A ge service rep performed an on site investigation. The ccd camera was replaced during the service call.

Event description:
The customer reported that the 9900 system had no image. No pt injury was reported.